Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced a syncope episode that led to a fall, loss of consciousness and fractured hip. The patient was admitted to the hospital, complete heart block was noted. The patient will be monitored.